Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-dec-2016: quality safety evaluation of ptc received. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain / abdominal cramping. Plaintiff underwent a bilateral salpingectomy . Abdominal pain is anticipated in the reference safety information for essure. Given the plausible temporal relationship and the lack of alternative explanation, the event was considered related to essure. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis was initiated and as a result a quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("abdominal pain /abdominal cramping") in a 25-year-old female patient who had essure (batch no. B93875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginitis, fatigue, eyelid twitching, menses irregular, menses delayed, vaginal discharge abnormality, nausea, vomiting, pelvic pain, hematuria, urinary frequency, diarrhea, painful intercourse, yeast infection, chickenpox, asthma, irritable bowel syndrome, tonsillectomy in 1999, pregnancy test urine positive, dysfunctional uterine bleeding, menstruation delayed, alopecia, hot flashes, multigravida and parity 4 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2011 and (B)(6) 2014). Previously administered products included for an unreported indication: mirena from 2008 to 2010, penicillin, flagyl, sulfur, erythromycin and sulfa. Past adverse reactions to the above products included abdominal pain with flagyl; rash with erythromycin and penicillin; and urticaria with sulfa and sulfur. Concurrent conditions included vulval itching, vulval burning sensation, vaginal odor, dysmenorrhea, alcohol use and body mass index normal. Family history included cervix carcinoma and kidney stones. Concomitant products included cefalexin (keflex), evra (ortho evra) from (B)(6) 2014 to (B)(6) 2015, ibuprofen from (B)(6) 2014 to (B)(6) 2015, oxycocet (percocet) from (B)(6) 2014 to (B)(6) 2014, promethazine from (B)(6) 2014 to (B)(6) 2014, ranitidine hydrochloride (zantac) from (B)(6) 2014 to (B)(6) 2015 and vicodin (norco) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), fatigue ("fatigue"), menorrhagia ("heavy menstrual bleeding"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections") and weight increased ("weight gain"). The patient was treated with surgery (laproscopic salpingectomy (bilateral removal of fallopian tubes)) and surgery (a bilateral salpingectomy during which, both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased and dysmenorrhoea outcome was unknown and the abdominal pain, dyspareunia, fatigue, menorrhagia, migraine, vaginal discharge and vaginal infection had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion; in (B)(6) 2015: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: patient demographic information, concomitant drugs, new events dysmenorrhea and pelvic pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain /abdominal cramping") in a 25-year-old female patient who had essure (batch no. B93875) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginitis, fatigue, eyelid twitching, menses irregular, delayed period, vaginal discharge abnormality, nausea, vomiting, pelvic pain, hematuria, urinary frequency, diarrhea, painful intercourse, yeast infection, chickenpox, asthma, irritable bowel syndrome, tonsillectomy in 1999, pregnancy test urine positive, dysfunctional uterine bleeding, menstruation delayed, alopecia and hot flashes. Previously administered products included for an unreported indication: mirena from (B)(6) 2008 to (B)(6) 2010, penicillin, flagyl, sulfur, erythromycin and sulfa. Past adverse reactions to the above products included abdominal pain with flagyl; rash with erythromycin and penicillin; and urticaria with sulfa and sulfur. Concurrent conditions included vulval itching, vulval burning sensation, vaginal odor, dysmenorrhea and alcohol use. Family history included cervix carcinoma and kidney stones. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), fatigue ("fatigue"), menorrhagia ("heavy menstrual bleeding"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections") and weight increased ("weight gain"). The patient was treated with surgery (a bilateral salpingectomy during which, both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dyspareunia, fatigue, menorrhagia, migraine, vaginal discharge and vaginal infection had not resolved and the weight increased outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia, migraine, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion; in (B)(6) 2015: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Essure lot number, historical and concomittant condition, family history added from medical record. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("abdominal pain /abdominal cramping") in a 25-year-old female patient who had essure (batch no. B93875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginitis, fatigue, eyelid twitching, menses irregular, menses delayed, vaginal discharge abnormality, nausea, vomiting, pelvic pain, hematuria, urinary frequency, diarrhea, painful intercourse, yeast infection, chickenpox, asthma, irritable bowel syndrome, tonsillectomy in 1999, pregnancy test urine positive, dysfunctional uterine bleeding, menstruation delayed, alopecia, hot flashes, multigravida and parity 4 (B)(6) 2007, (B)(6) 2008, (B)(6) 2011 and (B)(6) 2014). Previously administered products included for an unreported indication: mirena from 2008 to 2010, penicillin, flagyl, sulfur, erythromycin and sulfa. Past adverse reactions to the above products included abdominal pain with flagyl; rash with erythromycin and penicillin; and urticaria with sulfa and sulfur. Concurrent conditions included vulval itching, vulval burning sensation, vaginal odor, dysmenorrhea, alcohol use, body mass index normal and hashimoto's disease since 2011. Family history included cervix carcinoma and kidney stones. Concomitant products included cefalexin (keflex), evra (ortho evra) from (B)(6) 2014 to (B)(6) 2015, ibuprofen from (B)(6) 2014 to (B)(6) 2015, oxycocet (percocet) from (B)(6) 2014 to (B)(6) 2014, promethazine from (B)(6) 2014 to (B)(6) 2014, ranitidine hydrochloride (zantac) from (B)(6) 2014 to (B)(6) 2015 and vicodin (norco) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), fatigue ("fatigue"), menorrhagia ("heavy menstrual bleeding"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections") and weight increased ("weight gain"). The patient was treated with surgery (laproscopic salpingectomy (bilateral removal of fallopian tubes)) and surgery (a bilateral salpingectomy during which, both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased and dysmenorrhoea outcome was unknown and the abdominal pain, dyspareunia, fatigue, menorrhagia, migraine, vaginal discharge and vaginal infection had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion; in (B)(6) 2015: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2018: quality safety evaluation, entry of FDA codes, addition of ptc global number reference, addition of batch information(exp and manufacture dates). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received on 03-nov-2016 from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family. On or about (B)(6) 2014 the plaintiff underwent essure (ess305) procedure. Approximately one year later, in or about (B)(6) 2015, an hsg (hysterosalpingogram) test was performed, confirming full occlusion of plaintiff's fallopian tubes. Within a few months after having the essure device implanted, the plaintiff began experiencing: painful intercourse; fatigue; heavy menstrual bleeding; migraines; vaginal infections; weight gain; and abdominal pain and cramping. Over the course of the next few years, in addition to her physician the plaintiff complained about these symptoms to another physician. Despite treatment, the plaintiff's symptoms only got worse and, as a result, in (B)(6) 2016, she and her physician discussed the possibility of having surgery to remove the essure micro-inserts. Thereafter, in (B)(6) 2016, the plaintiff underwent a bilateral salpingectomy during which, both of her fallopian tubes were removed. This painful and invasive procedure was performed by her physician. Since her removal surgery, in addition to an increase in the severity of her abdominal pain and cramping, the plaintiff continues to experience: painful intercourse; fatigue; heavy menstrual bleeding; migraines; vaginal discharge; and vaginal infections. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain / abdominal cramping. Plaintiff underwent a bilateral salpingectomy .abdominal pain is anticipated in the reference safety information for essure. Given the plausible temporal relationship and the lack of alternative explanation, the event was considered related to essure. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.